Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The knife wire had broken, the evaluation found that the wire coating was torn and the broken part was burnt and melted. The outer diameter of the knife wire was measured, and no abnormalities were found. There were no problems with the length of the knife wire or wire sheathing, and there were no defects on the actual product. No other abnormalities that could lead to breakage of the knife wire were confirmed. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/establishment full name: (B)(6) hospital.. Related patient identifier: (B)(6).

Event description:
The customer reported to olympus, the knife wire of the single use 2-lumen sphincterotome broke just when the electricity was turned on. It was replaced with the second wire, but the same phenomenon occurred, and with the third wire. The knife wire was not facing in the 11 o¿clock direction. As the treatment tool was operated multiple times, bleeding occurred near the nipple, so the procedure was completed without using a knife. The issue was found during a diagnostic procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the cutting wire, where the wire coating was torn, came into contact with the distal end of the endoscope when the forceps elevator was raised. This contact likely activated electric conduction, causing the cutting wire to become hot instantly at the point of contact. Consequently, the cutting wire broke. The event can be detected and prevented by following the instructions for use which state: " (drawing no. Rk2599 revision no.2) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator." Olympus will continue to monitor field performance for this device.